Event description:
On 01/15/99, bioenterics corp rec'd a letter (dated 01/04/99) from dr in which he reported an adverse event with a lap-band(r) adjustable gastric banding system. Dr reported that he implanted the device in a female pt on 11/04/98. He stated that during the operation, a small pouch in the stomach was created and the band was sutured anteriorly. He placed a marlex plug posteriorly, but he was unable to suture the greater curve of the stomach due to a previously performed fundoplication. Recovery was uneventful. The surgeon also reported that later that month, the pt experienced an episode of food impaction, which settled spontaneously. He performed a barium study, which demonstrated no slippage. Dr reported that on 12/27/98, his pt developed pain and vomiting while on holiday and was admitted to hosp. He reported that the hosp staff seemed to have little idea of the problem, did not follow his telephone suggestions, and misread the pt's x-rays and clinical status. The pt was transferred to dr's care on 12/30/98 with advanced septic shock and peritonitis. Later that night, the surgeon took his pt to surgery and performed a laparotomy. During this procedure, he confirmed that there was a very large slip of the lap-band with ischemic necrosis of most of the pt's stomach and pressure necrosis of the anterior wall where the device was pressing. He reported that the stomach had ruptured with gross soiling with poorly chewed vegetable matter. He stated that he was only able to remove most of the stomach while leaving a small cuff near the esophagus of less than 20 ml volume and closing it over a gastrostomy tube. Dr reported that at the time of writing his letter his pt appeared as if she will survive and will then need to face a complex reconstruction.